Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 2 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. This event is being reported due to subsequent additional information received that reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) for evaluation after receiving shocks. During device interrogation, the health care professional (hcp) called technical services (ts) for consult review of the ICD stored episodes. Upon review, the presenting electrogram (egm) showed that the device had recorded multiple atrial and ventricular episodes. It was noted that the patient appeared to be in an atrial driven arrhythmia with possible rapid ventricular response (rvr) and ventricular fibrillation (vf). Further review of the ventricular episodes showed the device had inappropriately delivered about eleven bursts of anti-tachycardia pacing (atp) and eight shocks. The therapy was exhausted and was unable to convert the rhythm. Ts advised the hcp to consult cardiology for further analysis of the rhythm, reprogramming or medication changes. At this time, the patient will continue to be monitored. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 2 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. This event is being reported due to subsequent additional information received that reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) for evaluation after receiving shocks. During device interrogation, the health care professional (hcp) called technical services (ts) for consult review of the ICD stored episodes. Upon review, the presenting electrogram (egm) showed that the device had recorded multiple atrial and ventricular episodes. It was noted that the patient appeared to be in an atrial driven arrhythmia with possible rapid ventricular response (rvr) and ventricular fibrillation (vf). Further review of the ventricular episodes showed the device had inappropriately delivered about eleven bursts of anti-tachycardia pacing (atp) and eight shocks. The therapy was exhausted and was unable to convert the rhythm. Ts advised the hcp to consult cardiology for further analysis of the rhythm, reprogramming or medication changes. At this time, the patient will continue to be monitored. No additional adverse patient effects were reported. The device remains in service. Subsequent additional information was received that reported the physician opted to upgrade patient therapy by explanting this implantable cardioverter defibrillator (ICD) and replacing it with a new upgraded device. No additional adverse patient effects were reported. This device was returned and is awaiting analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 2 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. This event is being reported due to subsequent additional information received that reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) for evaluation after receiving shocks. During device interrogation, the health care professional (hcp) called technical services (ts) for consult review of the ICD stored episodes. Upon review, the presenting electrogram (egm) showed that the device had recorded multiple atrial and ventricular episodes. It was noted that the patient appeared to be in an atrial driven arrhythmia with possible rapid ventricular response (rvr) and ventricular fibrillation (vf). Further review of the ventricular episodes showed the device had inappropriately delivered about eleven bursts of anti-tachycardia pacing (atp) and eight shocks. The therapy was exhausted and was unable to convert the rhythm. Ts advised the hcp to consult cardiology for further analysis of the rhythm, reprogramming or medication changes. At this time, the patient will continue to be monitored. No additional adverse patient effects were reported. The device remains in service. Subsequent additional information was received that reported the physician opted to upgrade patient therapy by explanting this implantable cardioverter defibrillator (ICD) and replacing it with a new upgraded device. No additional adverse patient effects were reported. This device was returned and is awaiting analysis.